Event description:
Facility alleged that during hemodialysis treatment the blood tubing cracked above the dsrip chamber causing the pt to lose approx 50-100 cc of blood treatment using new bloodlines wiithout furtheeeer incident as ported by a health care professional.